Event description:
It was reported while using bd alaris pump module smartsite infusion set there were cracks at the connector. There was no report of patient impact. The following information was provided by the initial reporter: description: difficulty with primary IV tubing, cracking connector where did the cracking occur on the set? End that gets capped.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were cracks at the connector. There was no report of patient impact. The following information was provided by the initial reporter: description: difficulty with primary IV tubing, cracking connector where did the cracking occur on the set? End that gets capped.